Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to the hospital due to high blood glucose on (B)(6) 2020. Customer came home from the hospital and could not eat because his digestive system was inflamed. Customer felt so weak and passed out twice. Then he reached out to emergency medical service and they took him to the hospital, they treated with fluids. Customer reported that his esophagus was inflamed and they gave him medication for his stomach. It was unknown whether the customer using auto mode feature at the time of incident. Insulin pump will not be returned for analysis.